Manufacturer narrative:
Section a2, d10, h4: corrected data. Section h3: additional information manufacturer¿s investigation conclusion: incidental findings: tears in the outer jacket insulation of both power cables with green substance noted. The power connector side strain reliefs on the black and white power cables were slightly damaged. Missing one screw on system controller's backup battery cover. A conductor breakdown issue was also found within system controller's dual power cable. The reported event of low (battery) voltage alarms was confirmed and reproduced during the analysis. The system controller serial number (B)(6) was returned for evaluation with backup battery serial number (B)(6) installed. The collected/submitted data log files captured numerous low battery advisory and hazard alarms that occurred while the controller was supported by battery power. Also, noted reduced supply voltage values (below 14-volt specification) when the controller was connected to the power module/14v patient power cable. These alarms did not affect the controller's ability to support the pump at the set speed. The low voltage event was reproduced when the returned system controller was supported by battery power while the controller was solely supported via the white or via the black power cable. Resistance measurements (continuity test) of the inner wires of the controller's power cables indicated elevated resistance in both power leads. The out of resistance specifications indicated conductor breakdown in the underlying wires, which resulted in the low voltage alarms contained in the log files and reproduced during the returned controller analysis. The compromised conductors within the power cables, damaged outer jacket insulation and broken power connector¿s strain reliefs appear to be wear and tear related due to the repetitive flexing of the power cables during use, as the returned controller was 2 years and 10 months in clinical use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The low battery power advisory alarm will have a flashing yellow diamond on the user interface and a slow beep alarm tone when active. As well as alternating "replace power" and "low battery" messages on the system controller's lcd. The alarm means the system controller has low batteries. Therefore, power input to the system controller is low and less than 15 minutes of battery power remain. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reports almost daily vad alarms, unsure of which alarms but states it's a continuous alarm and possibly the red battery alarm which has been occurring for 3 weeks. Log file submitted revealed multiple low battery advisories and battery hazard events while on battery power. The controller log also appears to contain some abnormal voltage readings form the mpu/power module. This may indicate the controller leads may be at fault. The patient uses an ungrounded cable. No further information was provided.